Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the hcp was performing an initial programming session with the pt. The hcp used the 0.1 volt step up arrows to manually step up by 0.1 volts rather than using the ramping up as the pt showed sensitivity and tingling as low as 0.5 volts. The hcp was up to 0.8 volts and upon increasing to 0.9 volts the valve rose to 9.0 volts. The pt immediately went into a forward flexed tetanic position with grimacing, twitching, severe pain, diaphoresis, distress, and was upset. The hcp began several attempts to use the emergency shut down button. The hcp was able to continue and complete the programming session. The hcp noted the pt's severe tremor on the opposite side "pretty much shut down" after the event and even without further stimulation. The tremor later returned, although significantly less than the pre-programming baseline. The hcp suspected it may be due to the lesioning effects of the high voltage. The pt reported additional symptoms later while at home. The pt was very groggy and took several long naps for most of the afternoon. While sleeping deeply, it was noted the pt experience occasional sudden shudders. No further outcome was reported.